Event description:
It was reported this balloon ruptured following the second inflation during an iliac angioplasty procedure of a calcified lesion. Following balloon rupture resistance was encountered removing the balloon catheter resulting in a portion of the balloon material detaching and remaining on the guidewire. A snare was utilized to successfully retrieve the detached balloon material. Another balloon was used to successfully complete the procedure. The pt's condition is good. The device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow-up indicated this lesion was calcified, and exertion against resistance was applied during withdrawal of the balloon catheter. Co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... Due to extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic grafts. User facility medwatch report attached.